Manufacturer narrative:
Product returned on (B)(4) 2012. The alarm functions of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion device does not display w2 (low cartridge) before it displays e1 (cartridge empty). The pt was left with no insulin because she did not realize she was running low. Checking the history in the device shows e1 was displayed on (B)(6) 2012 without first displaying w2. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.